Event description:
After the implant procedure was completed, post-op imaging showed a pneumothorax. Physician placed a chest tube and admitted the patient. Pneumothorax resolved and patient was discharged 3 days later. This resolved the issue.